Manufacturer narrative:
Exact event date unknown. Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced exudate, perineal wound opening and perineal infection after an artificial urinary sphincter (aus) implant leading to reoperation after removal. The physician suspected the infection was caused by the wound opening due to the exudate but its type was not determined. The wound was cleaned during hospitalization to avoid further infection. There were no device issues noted and the patient did not experience further injuries.